Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 20232449.

Event description:
It was reported that the patient was experiencing discomfort. It was noted that the patients lead was thinning the skin. The patient underwent a lead revision procedure and the leads remain implanted. The patient was doing well postoperatively.